Manufacturer narrative:
The customer did not supply any patient demographics such as date of birth or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. Fse observed micro bubbles in the wash pump assembly and rebuilt the wash pump accordingly. Fse also noted that the vacuum system was running below specifications and found partially split tubing on the probe wash station. Fse replaced the tubing and vacuum recovered within limits. After the service intervention was completed, all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (accutni+3) results is due to a hardware malfunction. The piston seal component of the wash pump will be implicated as the cause of the bubbles which caused intermittent falsely elevated troponin results. (B)(4). All mdrs associated with this report are: 2122870-2015-00649, 2122870-2015-00650, 2122870-2015-00651, 2122870-2015-00652. (B)(4).

Event description:
The customer reported obtaining non-reproducible and elevated troponin I (access accutni+3) results for five (5) patients involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number 800206). For four patients (designated as patient 1, patient 2, patient 4 and patient 5), the customer reanalyzed the patients' samples two (2) additional times on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results within the assay's normal reference range. For one patient (designated as patient 3), the customer reanalyzed the patient's sample once on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results but still above the assay's normal reference range. The elevated accutni+3 results were released from the laboratory. There were reports of patient injury or change in patient treatment associated with patient 1 and patient 2. The natures of these changes were not provided by the customer. There was no report of patient injury or change in patient treatment associated with patient 3, patient 4 and patient 5. This MDR addresses the non- reproducible access accutni+3 results obtained on (B)(6) 2015 for one patient (designated as patient 3). MDR 2122870-2015-00649 will address the non-reproducible access accutni+3 results and adverse event obtained on (B)(6) 2015 for one patient (designated as patient 1). MDR 2122870-2015-00650 will address the non-reproducible access accutni+3 results and adverse event obtained on (B)(6) 2015 for one patient (designated as patient 2). MDR 2122870-2015-00652 will address the non-reproducible access accutni+3 result obtained on (B)(6) 2015 for two patients (designated as patient 4 and patient 5). Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patients' samples were collected in serum tubes and were centrifuged at 3,000g (g-force) for ten (10) minutes at 15 to 25 degrees celsius. Customer reported that the sample was collected at 11:55 pm and loaded onto the analyzer at 00:22 am. Therefore, it was not allowed to clot for the 30 minutes minimum recommended. No further sample integrity issues were reported by the customer. Service was requested by the customer and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.